Event description:
On (B)(6) 2013, the distributer contacted animas stating the pump lost time. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: a review of the black box history revealed data from 11/25/2013 to 12/03/2013. There was no information found in the black box on the reported event date of 12/04/2013 for the time/date issue. The pump powered on normally and exercised for 24 hours on a 1 unit per hour basal rate with no issues. The rewind, prime and load steps were successfully performed on the pump with no alarms. The time test was started but was unable to be completed due to an internal battery failure unrelated to the reported issue. No intermittent conditions or moisture ingress was found to the power circuit after inspection of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.